Event description:
It was reported that on (B)(6) 2025, the continuous glucose monitoring (cgm) system in use at the time (dexcom g7) displayed low glucose readings when levels were in fact high, resulting in hyperglycemia and hospitalization. The patient reported that they responded to the low glucose alerts by administering correction bolus doses via the omnipod system, after which they began to feel unwell, prompting them to seek medical attention. No specific blood glucose values were reported. The patient stated that they were admitted to the hospital, where treatment included pain management related to pancreatitis and gastroparesis, as well as monitoring of blood glucose levels. No specific diagnosis or additional treatment details were reported. The patient remained hospitalized for approximately nine days and was discharged on (B)(6) 2025. The patient further reported that they transitioned to the freestyle libre 2+ cgm following the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs6eyk3. Hardware: sm-s918u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.